Event description:
Boston scientific received information that during the device replacement procedure; the setscrew of this pacemaker could not be rotated. The torque wrench was changed to another one, but the set screw still could not be rotated. The torque wrench was changed a third time and the setscrew was finally loosened; however, the lead could not be removed from the device. The decision was made to leave the device and lead in the patient and the pocket was closed. A revision procedure may be performed in the future. No adverse patient effects were reported.

Manufacturer narrative:
The device and lead remain in the patient. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.